Manufacturer narrative:
A complete lead was returned in one piece with the stylet lodged inside the lead. The connector pin was pulled out of the connector assembly, consistent with excessive forces during the attempted implant procedure. Electrical testing revealed no indication of conductor fractures or internal shorts. The cap was found to be in place and intact in the connector assembly. The polytetrafluoroethylene (ptfe) coating of the stylet was found stripped off, bunched up and clogged inside the inner coil distal to the connector pin, which likely caused the reported incident.

Event description:
Prior to implantation procedure, the terminal pin of the left ventricular lead came loose during preparation. The lead did not come in contact with the patient and another lead was used.